Manufacturer narrative:
The product has not yet been received for evaluation. Smiths was unable to confirm the issue without benefit of returned product evaluation. An additional report will be submitted, should information become available that impacts this investigation.

Event description:
The reporter stated that the tube cracked in two places and posed a choking hazard to the pt. The size 4.0 tracheostomy tube cracked on the edge of the plastic sheath in two places. This resulted in a small piece of plastic (approximatley 1.5cm long) becoming detached from the main body of the tube, which could have presented a choking hazard to the pt who was fitted with the tube. There was no patient injury or treatment associated with this event.